Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinic check, numerous inappropriate mode switches due to ra lead oversensing were observed. The oversensing was reproduced with different arm movements. Programming changes were made. The patient was asymptomatic before, during, and after the check.